Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the vectra plate, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient requested, through electronic facsimile a product material composition of a vectra plate implanted after a ski accident on (B)(6), 2012. The patient is experiencing non-specific inflammation tendency (molecular diagnostics/molecular genetics) post-operatively with unspecific inflammation at the implant side, the patient reports a potential connection to an existing strong nickel allergy. The patient reported the lymphocyte transformation test does not show increased sensitization to titanium dioxide. As of the date of this reported information the vectra plate was not reported as being explanted. This reports is for the vectra plate. This is report 1 of 1 for (B)(4).